Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suddenly had a decrease in performance. Trauma has been denied.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damages found during investigation are most likely related to explantation surgery. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient suddenly had a decrease in performance. Trauma has been denied. The device has been explanted.